Event description:
It was reported that during a deep rectum resection procedure, there were jammed staples. No further info is available. One device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Results & conclusion = premature lockout. Evaluation summary: the analysis result for the mcm30 instrument confirmed that it was returned non-functional. The instrument was noted to have an early lockout and therefore it could be cycled and would not feed the clips. Upon disassembly of the instrument, the antiback up was noted to be damaged and the lockout spring out of position. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.